Event description:
The device was removed due to stenosis and high gradient as seen on echo. Hcp indicated the pt was short of breath prior to device removal. At explant, valve inspection found no apparent product problems noted. The valve was replaced with no additional consequence reported for the pt.